Event description:
The ventilator went vent inop and alarmed. The customer reported that there was no patient involvement. The service technician replaced the air valve and solenoid to correct the problem and the unit passed per operating specifications.